Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on: 05/22/2018 by (B)(4). Visual evaluation condition/findings: (conducted with a 7x or 10x optical unless otherwise specified) the fractures appear consistent with brittle fracture likely caused by coming into contact with retractors while reaming as stated in the experience report. All other aspects of the device appear unremarkable. Design-related issues: the design of the primary pilot tip reamer head has been in the field since 2009. (B)(4). Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included, and the occurrence is below the threshold. The rmr for this primary pilot tip reamer head, 750-2007-026-rmr rev h, was reviewed. The risk is captured in line 17. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken reamer head reported in experience (B)(4) was likely the result of the reamer coming into contact with retractors while reaming. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There is no report of patient adverse event. An investigation was conducted; the broken reamer head reported was likely the result of the reamer encountering retractors while reaming. Information was not provided for: pt. Info.

Event description:
It was reported from the us that during an orthopedic surgery the reamer broke while reaming the glenoid after hitting against retractors. The case went well and there was no injury to the patient. Patients health was stable leaving the or. Issue was resolved by opening another tray. The sales representative was present at the surgery. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. Multiple attempts have been made for additional information. No additional information was provided by the contacts related to this event.